Event description:
Device malfunction: premature partial deployment. Time of device malfunction: during insertion. Symptoms/ae: none. It was reported that during an interventional procedure, the xpert stent was being loaded onto the guide wire when the stent prematurely partially deployed, outside of the pt's anatomy. The device was removed without incident. No resistance was reported to have been encountered. There were no reported adverse pt effects. Though requested, no additional information was available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.